Event description:
The screwdriver rotates at the bottom with no effect at the bit end. An alternate screwdriver was used to complete the procedure. This event did not cause any adverse consequence to the pt or surgical delays.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh in kiel, germany, indicate that the cause of this event was a manufacturing error not detected by inspection.